Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient claimed the battery was dead and did not work. No symptoms were reported. No further complications were reported. Follow-up was conducted.